Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer experienced hyperglycemia and the insulin pump had received hardware low level failure. The customer¿s blood glucose level at the time of incident was 29.0 mmol/l and the current blood glucose level was 17.9 mmol/l. Customer experienced symptoms such as thirsty and nausea related to high blood glucose event. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer was assisted with troubleshooting for high blood glucose level. Customer was treated with manual injection for high blood glucose event. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of high blood glucose level. Customer stated that the pump error alarm occurred during the self test. The insulin pump will not be returned for analysis.